Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. The reason for reoperation is: recalled implant and fluid in the breasts.

Event description:
Patient reported she is "affected by these faulty (now recalled) implants, which have been found to cause an aggressive cancer". Adverse events were noted as "cysts which required biopsy, fluid in the breasts, pain and lumps in both breasts, movement of implant into outer pocket (under armpit), hardening of implants, extreme fatigue and hair loss". Vents not device related include "cysts", "lumps", "extreme fatigue and hair loss". The device remains implanted.